Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report the out of range signal for a unknown period of time on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).